Event description:
Consumer called to report her meter getting inaccurate readings. Analysis run on clark error grid using mean average reading - (241) as reference point vs bd readings (351, 164, 207) yielded some data points in the c/d range, the grid, outside acceptable limits.